Event description:
It was reported, the patient became ill and went to the ER and it was determined the patient had an infection at the ipg site. The patient underwent surgical intervention to remove the scs system. Cultures were taken and it was determined it was a blood and wound infection. The patient was prescribed antibiotics for six weeks.

Event description:
Follow up information identified, the patient continues to be treated for the infection.

Manufacturer narrative:
(B)(6). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.